Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported, a chpv and bactiseal catheter were revised after 6 days as there was leakage of cerebrospinal fluid at the incision site.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120 mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated; no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot ctgbf8, conformed to the specifications when released to stock in 16th june 2015. Review of the history device records for the bactiseal catheters, product code 82-3072 with lot cvlby7, conformed to the specifications when released to stock in 23rd september 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated with the valve or the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.